Event description:
A boston scientific/abbott/claret medical sentinel neuro protection device was being used for a tavr. The device was kinked coming out of the package and unusable. The device was replaced with a new device and used without difficulty. No known injury to the patient.